Event description:
Medics responded to cardiac call. Reportedly device failed to discharge. Back up device made available, pt treated then transported to hospital. Pt hospitalized at time of report. Medics stated no adverse outcome to pt due to the availability of back up device. Pt outcome not reported.